Event description:
The user facility reported that they had used a tr band where the patient had developed a hematoma. The tr band was applied in the cath lab with no issues. The air released from the band did not match what was inserted into the band at the time of application. The director seemed to think there was a slow leak. The hematoma was pushed out and a bandage was applied. Hemostasis was achieved. There was no harm to the patient. The procedure performed prior to the use of the tr band was a cardiac catheterization. There was no blood loss. Additional information was received on 12dec2024: there was 14ml's of air injected into the tr band when it was applied. One hour after initial inflation, the tr-band was noted to be losing air. There was no noticeable damage to the device. The patient was stable. It is unknown what size or affect the hematoma caused.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A3b: gender: n/a . A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: cath lab director. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).